Manufacturer narrative:
The day of the event is unknown. Bsc became aware of the event on 30-mar-2020. A date of (B)(6) 2020 was entered to indicate the event occurring on an unknown day in (B)(6) 2020.

Event description:
It was reported that a shaft break occurred. During preparation and outside the patient, a 2.00 mm x 15mm emerge balloon shaft break occurred. The procedure was completed with another of the same device. No patient complications were reported in relation to this event and the patient was reported to be stable following the procedure.